Event description:
It was reported that a malfunction alarm occurred after customer took pump on the river and it was humid. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200 - 299 mg/dl.

Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Per the tandem user guide: ¿avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c).¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.